Event description:
It was reported that the patient experienced intermittent stimulation and a loss of therapeutic effect. The patient noticed a return of symptoms approximately one month ago. It was noted that the patient had resumed her exercise routine of going to gym since (B)(6) with doctor's approval. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their physician and was going to call to get another appointment. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead model 3093-33, lot# v806788, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial# (B)(4).